Event description:
It was reported that the caregiver was having a difficult time engaging the brake/steer function. It was alleged that a caregiver was injured. Further information was not provided.

Event description:
It was reported that the caregiver was having a difficult time engaging the brake/steer function. It was reported that a caregiver was injured and self administered treatment.

Manufacturer narrative:
It was reported that the caregiver self administered treatment. Clinical signs code and health impact code have been updated.

Manufacturer narrative:
A stryker representative performed several trainings with the user facility staff since the issue occurred and had not found any defect with the brakes on the stretchers that were used. Since the training the user facility had not received any additional reports of difficultly engaging the brakes. Further information regarding the user injury was not provided.

Event description:
It was reported that the caregiver was having a difficult time engaging the brake/steer function. It was alleged that a caregiver was injured. Further information was not provided.